Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the lad. Approximately 3 weeks post procedure patient suffered stent thrombosis. The event was treated with cardiac catheterization and pci of the lad one day later. Patient recovered. Investigator assessed the event as not related to the index device or the anti-platelet medication. Safety assessed the event as possibly related to index device and antiplatelets medication.